Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided.

Event description:
The doctor reported that the mount was not screwed onto the implant. Tooth location # 46 no impact on the patient reported. Procedure was completed. Bone density type: IV.